Event description:
During product evaluation, the bench repair technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event. No patient involvement.

Event description:
During product evaluation, the bench repair technician found the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event.